Event description:
Revision surgery - metal wall of the acetabulum fractured. Replaced cup and liner with competitor's product.

Manufacturer narrative:
The reason for this revision surgery was reported as the medial wall of the patient's acetabulum fracturing after 35 days of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: (B)(4) showed ten parts with marking placement errors. All of the parts were accepted; the marking was legible and would not affect the function. A review of the product complaint report history shows this is the 14th complaint for this part number: one due to trauma, two due to infection, two for stability/poor joint issues, and nine due to dislocation. This is the first complaint for this lot number. The root cause for the acetabulum fracture could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.